Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing thresholds, low amplitude and loss of capture. An invasive procedure was performed to abandon the lead and explant the device. No adverse patient effects were reported.